Event description:
Boston scientific crm received information that the transvenous defibrillation lead in association with this cardiac resynchronization therapy defibrillator (crt-d) exhibited out-of-range shock impedance measurements >125 ohms on two separate occasions. There was also an increase in impedances for the right atrial (ra) and left ventricular (lv) leads but not outside of normal limits at any time. There was no noise or oversensing present. There were no reported adverse patient effects associated with this clinical observation. The boston scientific crm technical services consultant suggested further troubleshooting, such as chest x-ray to attempt to identify whether a fracture of the rv were present.